Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/10614880 (B)(4). Other device used: catalog #unk, unknown zimmer harris/galante femoral stem, lot #unk; catalog #unk, unknown zimmer liner, lot #unk; catalog #unk, unknown zimmer head, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that three patients with four hips had other factors contributing to a low harris hip score.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.